Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a sensor alarm but was unable to clear it. The buttons on the insulin pump were unresponsive. Over the last few weeks the buttons were working intermittently but now the buttons were not working at all. Customer's blood glucose level was 108 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The j2 connector at the lcd board was found unlocked. However, all buttons functioned properly. No unresponsive buttons noted. No moisture damage or corroded on the keypad traces noted. The insulin pump was cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.